Event description:
Surgeon had to manually open stapler to release. This step had to be repeated several times to release stapler. Echelon flex powered endo path, stapler product code: pse45a, length: 340mm, staple line length 45mm, lot n9205k.